Manufacturer narrative:
(B)(4).

Event description:
It was reported when the doctor in the emergency ICU put the hemodialysis catheter into the patient's body and turned on the crrt ma chine for blood purification, he found that there was blood leakage in the extension tube at the arterial end. No patient harm was reported.

Event description:
It was reported when the doctor in the emergency ICU put the hemodialysis catheter into the patient's body and turned on the crrt ma chine for blood purification, he found that there was blood leakage in the extension tube at the arterial end. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer returned one acute hemodialysis catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. After failing functional testing (see below), a small leak was observed on the distal extension line on the molding hub of the extrusion/wire assembly (proximal starting point of internal wire within the extension line). Microscopic analysis confirmed the leaking. The distal extension line outer diameter measured 4.74mm which is within the specification limits of 4.70mm-4.80mm per the distal extension line extrusion product drawing. The distal end of the catheter body was occluded, and a lab inventory syringe filled with water was attached to both extension lines. The syringe plunger was flushed, and water was observed leaking out of the hub of the extrusion/wire assembly. No leaks were observed when pressurizing the proximal extension line. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the distal extension line was leaking at the molding point of the extension line and the wire assembly. The appearance of the damage seems consistent with a manufacturing defect. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.